Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, at 20:48:33. During night drain cycle five, the patient's ultrafiltration reading was 1088ml, indicating the home patient (hp) drained 1088ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). Additional reporter information: address (B)(6). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be one or more cycles were advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.